Event description:
During troubleshooting for a patient request to end therapy, it was reported that a patient had a damaged cassette. The damage was further described as the heater came off the cassette when the cassette tubing was pulled. At the time of the event, the patient was connected to the device for dwell one of six of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy and advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.